Event description:
It was reported that a pump alarmed for a system error 105. It was also reported that there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The pump was tested for 96 hours and the system error 105 could not be reproduced. Review of the device history log was able to confirm the system error. Further investigation found a sheared motor screw, which is a known contributor to system error 105. Evidence that the pump sustained impact to the lower left corner was observed, which is a known cause of sheared motor screws. As a result, the motor assembly, front case assembly, and rear case assembly will be replaced.